Manufacturer narrative:
H6: health effect impact code: 2199,no health consequences or impact. Evaluation summary attached in german was translated to english.

Manufacturer narrative:
Suspect device not returned yet. The return of suspect device is expected.

Event description:
Broken spiral.